Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Review of the electrograms revealed oversensing on the right atrial lead. The device was reprogrammed, resolving the issue. There were no adverse consequences to the patient.